Event description:
The customer reported the system displayed error e207 indicating the emergency lamp was out of service during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.